Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the black pulse wire along with yellow gel fire wire broken at r1 te the root cause for cut cable was physical abuse. There was no adverse event that resulted from the damaged belt.